Event description:
According to a clinical adverse event form, one day post laser ablation procedure, it was reported that the patient experienced somnolence and altered mental status. MRI revealed target mass increased in size. Expected postoperative changes of the treated lesion with surrounding vasogenic edema were noted. Patient continued high dose steroids and was afebrile with stable vital signs. The following day, the patient experienced worsened somnolence. Brain CT revealed procedure-associated edema and blood products. Medications were changed to IV route and were increased. The patient was started on tube feeds, provigil, and mannitol. The following day, the patient presented gradual mental improvement. The patient was awake, conversant, and ambulatory. Four days postoperatively, the patient was noted to be stable, afebrile, and discharged to home.